Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient experiencing hyperglycemia allegedly due to the device independently going into a temporary basal rate infusion during the night. The patient¿s blood glucose level reported was 274 mg/dl. Medical intervention was not required.